Event description:
It was reported that, troch gripper locked up when trying to put a grip on.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.